Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported anemia could not be conclusively determined through this evaluation. Log files from the time of the event were submitted and appeared to capture the pump operating as intended at the fixed speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for new onset anemia. Upon presentation, the driveline was noted to have damage to the outer modular cable covering. The damage was repaired with rescue tape. No alarms were reported. It was later communicated that the anemia was associated with bleeding and the patient had a history of this. The patient was transferred to the site with new onset anemia which later resolved. The patient reportedly had a history of alcohol abuse and was initially admitted on (B)(6) 2023, for elevated creatinine and low hemoglobin. The patient was diagnosed with iron deficiency anemia at that time. Additionally, patient was found to have drainage from the lvad driveline exit site which was deemed to be physiologic.